Manufacturer narrative:
(B)(4).

Event description:
On 07/12/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient. There was no patient information at the time of this report. New information was received on 07/20/2016 that involved repeat testing on I-stat that suggested a potential product malfunction. The customer also states that return product is not available for investigation. The investigation is underway. Date: (B)(6) 2016, time: unk, method:I-stat, lot: h16038, na: 109, ci: >140, comment; (B)(6) 2016, unk, I-stat, h16038, 140, 99, received on 7/20/2016. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/17/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.